Event description:
Customer reported low blood glucose symptoms with blood glucose result of 150 mg/dl obtained on the compact plus system, and immediately passed out. Customer's spouse attempted to treat him with glucagon; paramedics arrived, and blood glucose result on their meter was 30 mg/dl (timeframe between results was less then an hour apart). Paramedics treated customer with "glucose" IV and took him to the hospital; his symptoms improved in about an hour. Customer reported a second incident where he passed out with blood glucose result of 84 mg/dl obtained on the compact plus system; 45 minutes later customer's spouse attempted to treat him with glucagon, and paramedics were called. Result on paramedic's meter was 20 mg/dl, and he was treated with "glucose" IV. Customer was hospitalized for three days. Requested return of suspect device and replacement was sent.